Event description:
The angio-seal device was deployed in the right groin without difficulties. Hemostasis was achieved immediately with no hematoma present. The pt remained in the hosp until the following day. The pt's leg ached under stress, no pulses could be felt in the foot. The pt underwent an operation in 2000 to remove the device at which time a thrombectomy was performed.